Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with intraocular lens (iol) implant procedure, foreign substances were found at the inlet part of the cartridge. Irrigation and aspiration was performed to remove the foreign substances with no injury to the patient. Additional information was provided by the initial reporter that the foreign substances found at the entrance part of the cartridge and the reporter is suspecting that the material in the eye is from the cartridge.

Manufacturer narrative:
Product evaluation: the cartridge was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The associated products were not provided. It is unknown if a qualified lens model, handpiece and viscoelastic were used. A photo was provided of what appears to be a single-piece multifocal iol in the eye. An unknown material is observed which appears to extend from the optic edge to the haptic tip. No determination can be made without physical evaluation of the complaint sample or the reported foreign material. The manufacturer internal reference number is: (B)(4).